Event description:
Burning and 2 big blisters on her back / two big blisters in between her shoulder blades/ redness and burning [burns second degree], started itching/itching very bad [pruritus], two big scar on her back [scar]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare muscle & joint), device lot number 6190gb, expiration date jan2019, ndc number: (B)(4), upc number: (B)(4), via an unspecified route of administration from (B)(6) 2017 at an unspecified dose for soreness and stiffness between her shoulder blades, neck/shoulder pain and pain in her back. Medical history included ongoing blood pressure abnormal and started taking blood pressure medications about ten years ago. Concomitant medication included amlodipine (amlodipine) from unknown date and ongoing at 5 mg, tablet, once a day for blood pressure, olmesartan (olmesartan) from unknown date and ongoing at 40 mg, tablet, once a day in the morning for blood pressure, atorvastatin (atorvastatin) from unknown date and ongoing at 20 mg, tablet, once a day for blood pressure. The patient has been using these for years and years and at least two years. Consumer mentioned she purchased the wraps last week or week before because she was having problems with soreness in between her shoulder blades and she put it on 8 'o' clock in the morning (B)(6) 2017. By 12 o' clock (4 hours later) she had to remove that because during that time she started itching and then time she got home she had two big blisters on her back on (B)(6) 2017. She had two big blisters in between her shoulder blades. She wanted to know if changed something in the product because she has used this product before and never had that blisters. Consumer mentioned between her shoulder blades she got two big blisters, one on her left and one on the right and they were big as quarters. She noticed them after she took it off. It was the (B)(6) 2017. Medical intervention was reported as no. In response to medical condition for using thermacare heatwrap, consumer mentioned she must have select wrong, she just had soreness between her shoulder blades, stiffness like, and so she used one of the thermacare heatwrap because she figured "that would help you know like it said." The patient skin tone was medium (neither light nor dark). The patient had no sensitive skin or any abnormal skin conditions. Consumer mentioned, "it is one that go on your back. It is a muscle pain therapy. Thermacare heatwraps joint and muscle heatwraps." The color of the box purchased was red and white. It says on the box for 8 hours. She has not used other heat products for pain relief and only used these. She had soreness and stiffness between her shoulder blades and that is the reason she put it on. She was not sleeping while wearing and she put it on that morning before she went to work. She was wearing one blouse and it was a very thin blouse she had one over the thermacare product. Regarding how wearing the consumer mentioned it was between her back and shoulder blades. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare until she took it off. She did read the usage instructions on thermacare before used the product. As of 13feb2017, the patient further reported in response to non-hcp letter sent that included: the version of thermacare used when experienced the problems was neck/shoulder/wrist (pending clarification) and the color of the box purchased was red box. The purpose used was for neck/shoulder pain and used for 1 day and 4 hours per day. "Have you previously used thermacare: no. If yes, when (enter date): last year. Was the same problem/symptom experienced during previous use: no". She attached the adhesive to body and was wearing thermacare for 4 hrs. She said she checked skin under the product while wearing thermacare for 1 time. She said she experienced redness, itching, burning and 2 big blisters on her back and she has been using thermacare that day (B)(6) 2017 for 4 hours. There were two big scars on her back. She experienced burning and redness on (B)(6) 2017 that lasted all day and also experienced itching, burning. She did not consult a healthcare professional for the problems/symptoms. For the events itching very bad and 2 blisters, she was not admitted to hospital and not received any treatment. The action taken for the product was permanently withdrawn in 2017. The outcome of the events "started itching/itching very bad" was resolved in 2017, and for the event "burning and 2 big blisters", "scar" was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (13feb2017): new information received from the same contactable consumer includes: case upgraded to serious. New event details "redness, itching, burning and 2 big blisters"; she was neither admitted to hospital nor received any treatment for the events "itching very bad" and "2 blisters". Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burning and 2 big blisters on her back / two big blisters in between her shoulder blades/ redness and burning [burns second degree], started itching/itching very bad [pruritus], two big scar on her back [scar]. Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare muscle & joint), device lot number: 6190gb, expiration date: jan2019, ndc number: 30573301311, upc number: (B)(4), via an unspecified route of administration from (B)(6) 2017 at an unspecified dose for soreness and stiffness between her shoulder blades, neck/shoulder pain, and pain in her back. Medical history included ongoing blood pressure abnormal and started taking blood pressure medications about ten years ago. Concomitant medications included amlodipine (amlodipine) from an unknown date and ongoing at 5 mg, tablet, once a day for blood pressure, olmesartan (olmesartan) from an unknown date and ongoing at 40 mg, tablet, once a day in the morning for blood pressure, and atorvastatin (atorvastatin) from an unknown date and ongoing at 20 mg, tablet, once a day for blood pressure. The patient has been using the thermacare for years and years and at least two years. The patient mentioned she purchased the wraps last week or week before because she was having problems with soreness in between her shoulder blades and she put it on 8 'o' clock in the morning on (B)(6) 2017. By 12 o' clock (4 hours later), she had to remove that because during that time she started itching and then time she got home she had two big blisters on her back on (B)(6) 2017. She had two big blisters in between her shoulder blades. She wanted to know if changed something in the product because she has used this product before and never had that blisters. The patient mentioned between her shoulder blades she got two big blisters, one on her left and one on the right and they were big as quarters. She noticed them after she took it off. It was on (B)(6) 2017. Medical intervention was reported as no. In response to medical condition for using thermacare heatwrap, patient mentioned she must have select wrong, she just had soreness between her shoulder blades, stiffness like, and so she used one of the thermacare heatwrap because she figured "that would help you know like it said." The patient skin tone was medium (neither light nor dark). The patient had no sensitive skin or any abnormal skin conditions. The patient mentioned, "it is one that go on your back. It is a muscle pain therapy. Thermacare heatwraps joint and muscle heatwraps." The color of the box purchased was red and white. It says on the box for 8 hours. She has not used other heat products for pain relief and only used these. She had soreness and stiffness between her shoulder blades and that is the reason she put it on. She was not sleeping while wearing and she put it on that morning before she went to work. She was wearing one blouse and it was a very thin blouse she had one over the thermacare product. Regarding how wearing, the patient mentioned it was between her back and shoulder blades. She did not engage in exercise while using the product. She did not check her skin under the product while wearing thermacare until she took it off. She did read the usage instructions on thermacare before used the product. As of (B)(6) 2017, the patient further reported in response to non-hcp letter sent that included: the version of thermacare used when experienced the problems was neck/shoulder/wrist (pending clarification) and the color of the box purchased was red box. The purpose used was for neck/shoulder pain and used for 1 day and 4 hours per day. "Have you previously used thermacare: no. If yes, when (enter date): last year. Was the same problem/symptom experienced during previous use: no". She attached the adhesive to body and was wearing thermacare for 4 hours. She said she checked skin under the product while wearing thermacare for 1 time. She said she experienced redness, itching, burning and 2 big blisters on her back and she has been using thermacare that day (B)(6) 2017 for 4 hours. There were two big scars on her back. She experienced burning and redness on (B)(6) 2017 that lasted all day and also experienced itching, burning. She did not consult a healthcare professional for the problems/symptoms. For the events itching very bad and 2 blisters, she was not admitted to hospital and had not received any treatment. The action taken for the product was permanently withdrawn in 2017. The outcome of "started itching/itching very bad" was resolved in 2017. The outcome of the other events was not resolved. The product quality complaint group provided the following investigation summary: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (13feb2017): new information received from the same contactable consumer includes: case upgraded to serious. New event details "redness, itching, burning and 2 big blisters"; she was neither admitted to hospital nor received any treatment for the events "itching very bad" and "2 blisters". Additional information has been requested and will be provided as it becomes available. Follow-up (14mar2017): new information reported from the product quality complaint group includes: investigation results. Company clinical evaluation comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device, comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.